Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. Visual analysis noted that the lead was damaged at implant and was stretched.

Event description:
It was reported that at the implant procedure, due to the patient anatomy, only one vein could be selected as the implanting position for the left ventricular (lv) lead. After the lv lead was implanted, it dislodged during the implanting of the right ventricular and right atrial leads and could not be fixed well again. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.